Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer used the cartridge too long with humalog insulin resulting in a blocked cartridge. Tandem technical support educated the caller on the importance of changing cartridges every 48 hours with humalog insulin. The customer changed supplies and resumed insulin therapy.